Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection was not conducted since the device sample was not returned for evaluation. A lot number was not provided and therefore no review could be performed. No sample was returned for evaluation and no photo provided. The complaint could not be confirmed and no cause identified. This is considered an isolated incident and teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the rn and charge attempted to remove the io according to hospital protocol, however the hub cap of the io came off without the needle, leaving the needle in the patient. The ivt was called and removed the needle.